Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a tear in the outer silicone jacket of the driveline could not be confirmed through this evaluation as no photographs of the reported damage were submitted and the device remains in use. A specific cause for the reported damage could not be conclusively determined through this evaluation. The submitted log file contained data from 27jul2020 through 20aug2020. No low speed or pump stoppage events were captured that would suggest a driveline issue. The actual speed remained at or above the low speed limit throughout the log file and the pump appeared to be functioning as intended with stable parameters. The account communicated that there was a tear in the outer silicone jacket of the patient¿s driveline. The tear was repaired with white tape. A submitted photograph depicted the cosmetic repair. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. No further complaints have been reported at this time. The relevant sections of the device history records for (B)(6). And the percutaneous lead were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 24oct2007. Heartmate ii lvas IFU, and heartmate ii lvas patient handbook, are currently available. The IFU outlines the indications of driveline damage, as well as how to respond to such events. Section 8, ¿equipment storage and care¿, provides information on driveline care and cleaning under ¿care of the driveline. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). The patient handbook explains that all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Section 6 entitled ¿equipment maintenance¿ outlines proper driveline maintenance for the patient under ¿driveline care¿. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous driveline repairs captured under MFR # 2916596-2018-04789 and MFR # 2916596-2019-05355. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a tear in the driveline outer jacket, different from the previous repaired tears. X-rays were taken of the driveline. There was no alarm for the event. A distal driveline outer jacket repair was done. No further information was provided.